Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1 initial reporter facility name: (B)(6) hospital; reported here as the initial reporter facility name exceeded the character limit for designated field. E1 initial reporter phone number: (B)(6).

Event description:
It was reported that the catheter was used off label to ablate the superior vena cava (svc) and the cavotricuspid isthmus (cti) and the patient experienced typical atrial flutter. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a farawave catheter was used. In addition to pulmonary vein isolation (pvi) and posterior wall isolation (pwi) ablation to isolate the svc was also performed, which constituted off label use of the device. The patient also experienced a typical atrial flutter during the procedure, so another off-label ablation of the cti was performed, and bidirectional block was confirmed. This occurred prior to the watchman implant for the laac portion of the procedure. The procedure was completed successfully.